Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported the death of his father. The last blood glucose reading taken was 700 mg/dl. Caller stated that customer had changed the infusion set and it was kinked; customer was unaware of the kink in the tubing. The blood glucose went high and caused him to go into a diabetic coma; customer was taken to the hospital. The blood glucose level kept rising. Customer was also having issues with dementia. The cause of death was high blood glucose. Customer was wearing the insulin pump at the time of death. Nothing further reported.